Manufacturer narrative:
The manufacturer previously reported a ventilator shut down during use. The device was evaluated by a third party service center and no malfunction was observed. The device alarmed and operated as designed.

Event description:
The manufacturer received information alleging a ventilator shut down during use. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.